Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert occurred post explant of the device. Therapies has previously been disabled, however the alert continued. In an effort to silence the alert, a hole was drilled into the device which caused the device to "burst with a loud noise". Tissue that was attached to the device was "flying near the face" of one staff member and a fragment of the device "hit the shoulder" of another staff member but the staff member was not injured. The device was discarded by the facility.